Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using the proglide device after a percutaneous coronary interventional procedure. Reportedly, when the plunger was retracted from the device body there was no suture present. The device was removed from the patient and a non-abbott device was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported as not trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. It was reported that the operator of the proglide device was not trained in use of the device. The instructions for use state: the device should only be used by physicians (or other healthcare professionals authorized by or under the direction of such physicians) who are trained in diagnostic and therapeutic catheterization procedures and who have been trained by an authorized representative of abbott vascular.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Operator not trained. The instructions for use under caution states the device should only be used by healthcare professionals who are trained in diagnostic and therapeutic catheterization procedures and who have been trained in the use of this device by an authorized representative of abbott vascular. The customer reported the device was discarded. A follow up report will be submitted with all additional relevant information.